Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy due to an artifact, with air bubbles suspected. Technical services (ts) was consulted and discussed available troubleshooting options as well as programming options. This device remains in service. No additional adverse patient effects were reported.